Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller said pt had not been able to get their controller or recharger to connect to the ins for over a year and stopped using or charging it because it could not connect. Pt now needed MRI. Caller said pt had stroke and MRI would be very helpful. Caller said pt could not turn off their stimulator because the controller would not connect. During the call, tss helped the caller enter passive recharge mode for the pt and explained passive recharge mode. Pt got 83, 84, 99.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.